Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the therapy was turning off by itself intermittently. It was also reported that the patient would loss stimulation sensation. During troubleshooting, mdt rep had an 8840 and patient available and confirmed ins status with the patient programmer and stimulation turning off when it should have been on. Performed electrode impedance test at defaults and it was normal, no anomalies found. No symptoms were reported and no further complications were noted or anticipated.